Event description:
A malfunction on the pump was reported. There was no adverse impact to the customer's blood glucose level. Technical support provided the customer with pump reset information, and the customer planned to complete the reset with the charger.